Manufacturer narrative:
Sanofi company comment for follow up dated 25-apr-2023: follow up information received does not change prior case assessment. This case involves an elderly male patient who had shoulder replacement (right shoulder) while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the available information, causal relationship between the event and suspect product could be denied because patient reported that he did not feel much difference after the injection and no other adverse occurrence has been reported as well which might have led to replacement. Also, patient¿s elderly age could be considered as predisposing factor. However, further information regarding cause of surgery, underlying indication, joint status before injection, patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.

Event description:
Shoulder replacement (right shoulder) [shoulder replacement] he then tried the injections on his shoulders with no reported adverse event [product administered at inappropriate site] did not feel much difference with no reported adverse event [device ineffective]. Case narrative: initial information received on 21-mar-2023 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case is linked to case (B)(4) multiple device suspect used for the same patient. This case involves an elderly male patient who had shoulder replacement (right shoulder), he then tried the injections on his shoulders with no reported adverse event and did not feel much difference with no reported adverse event, while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient reported he had received synvisc/synvisc-one injections in his left knee for four or five years. After all those years the injections no longer had any effect as his knee was now bone on bone and that his knee would swell up when it was injected. He then had a knee replacement. On an unknown date, the patient received hylan g-f 20, sodium hyaluronate injection 6 ml (with an unknown batch number, route, expiry date, indication, frequency, strength: 48 mg/6ml). He tried the injections on his shoulders (product administered at inappropriate site) (latency: same day) but did not feel much difference (device ineffective) (latency unknown) so he had both shoulders replaced (shoulder arthroplasty; medically significant) (unknown latency) as well. He had now received synvisc-one in his right knee, this being his second injection. He had his last synvisc-one injection about a month ago and thinks it should last him about 1.5 year as he said that he caught it early enough. The last injection we have on file was a synvisc-one injection in the right knee on wednesday, (B)(6) 2023. It was unknown if there were lab data/results available. Action taken: not applicable for all events. It was not reported if the patient received a corrective treatment for the event. Outcome: recovered for shoulder arthroplasty and unknown for other events. Reporter causality: not reported for all events. Company causality: not reportable for all events. A product technical complaint was initiated on 21-mar-2023 for synvisc one (batch number: unknown) with global ptc number: (B)(4). Sample status was not available. Based on the complaint from intake team, there is no quality related defect that would pose as a malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Investigation: the product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to determine if a CAPA (creative and preventive action) is required. (B)(6) 2023. The final investigation was completed on 25-apr-2023 with summarized conclusion as no investigation possible. Additional information was received on 25-apr-2023 from other health care professional. Global ptc number, strength and ptc result was added. Text amended accordingly.

Event description:
Shoulder replacement (right shoulder) [shoulder replacement] (product administered at inappropriate site). Case narrative: initial information received on (B)(6), 2023 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada study title: patient support program involving synvisc one. This case is linked to case#: (B)(4). Multiple device suspect used for the same patient. This case involves an elderly male patient who experienced shoulder replacement (right shoulder), while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received synvisc one injection 6 ml (with an unknown batch number, route, strength, expiry date, indication). Patient reported he had received synvisc/synvisc-one injections in his left knee for four or five years. After all those years the injections no longer had any effect as his knee was now bone on bone and that his knee would swell up when it was injected. He then had a knee replacement. He then tried the injections on his shoulders (product administered at inappropriate site) (unknown latency) but did not feel much difference so he had both shoulders replaced (shoulder arthroplasty; medically significant) (unknown latency) as well. He had now received synvisc-one in his right knee, this being his second injection. He had his last synvisc-one injection about a month ago and thinks it should last him about 1.5 year as he said that he caught it early enough. The last injection we have on file was a synvisc-one injection in the right knee on (B)(6), 2023. It was unknown if there were lab data/results available. Action taken: not applicable it was not reported if the patient received a corrective treatment for the event. Outcome: recovered reporter causality: not reported company causality: not reportable.

Manufacturer narrative:
Sanofi company comment dated 28-mar-2023: this case involves an elderly male patient who had shoulder replacement (right shoulder) while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.